Event description:
It was reported that pt presented in the emergency room due to receiving multiple shocks for a true ventricular arrhythmia. One of the episodes which diagnosed and provided tachy therapy has an inaccurate diagnostic printed on the episode. Clear diagnostics was recommended. Session records and printouts were requested for additional investigation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.